Event description:
A customer called to report high blood glucose levels (427-456mg/dl) and ketoacidosis when he woke up. He went to the hospital where he received injections of insulin. He removed the pod while at the hospital. He also reported that the cannula on the pod was visually bent and insertion site appeared normal.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.